Manufacturer narrative:
(B)(4).product does not returned for evaluation yet.most likely underlying root cause of malfunction: strip issue.

Event description:
Customer calling on behalf of her grandfather stating his meter is reading hi (more than 600mg/dl). Customer states that feels well and requires no medical attention. The customer's expected blood result is 110-120mg/dl fasting. Verified the strips expire 2/19/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 387mg/dl and 405mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: hi, hi and hi.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer calling on behalf of her grandfather stating his meter is reading hi (more than 600mg/dl). Customer states that feels well and requires no medical attention. The customer's expected blood result is 110-120mg/dl fasting. Verified the strips expire 2/19/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 387mg/dl and 405mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: hi, hi and hi.